Manufacturer narrative:
During coil embolization for internal mammary artery (ima), the orbit complex fill 7x21 coil ((B)(4)) could not be detached at green zone. Attempt was made to detach the coil by alternative detachment for four times, but the coil could not be detached. The coil was removed from the patient still attached to the delivery system and changed to another coil. The procedure was successfully completed without any patient injury. It is not known if the syringe used in attempt to detach this coil was used with other coils. A dedicated saline source was utilized to fill the syringe, and no damages were noticed on the syringe, or hub of the coil delivery system. After removal, no other damages were noticed on the delivery systems or coil (unraveled, stretched, kink, bend, fracture, separated, etc). The vessel was not calcified and not tortuous. A non-sterile trufill dcs orbit was received coiled inside of a plastic bag. Preliminary analysis revealed the delivery distal end was not fully re-sheathed into the introducer. Multiple bends were noted on the hypotube. The introducer zipper was partially zipped (to about 13 cm from the blue stopper), and the delivery tube exited the slit of the introducer in an area of the delivery tube between the (B)(4) gripper and the (B)(4) fuse joint. A mandrel was used in attempt to open the introducer slit in order to re-sheath the introducer. However, the introducer was not able to be re-sheathed. The introducer zipper was then moved distally towards the stopper and the delivery tube came loose from the introducer. It was then noted that the coil proximal end was stretched and had separated from the gripper. Visual inspection of the delivery tube between the (B)(4) gripper and the (B)(4) fuse joint showed that area to be crushed and deformed. Under these conditions further evaluation of flow rates are not possible. The embolic coil was within the introducer; it was inspected microscopically through the introducer and was found stretched with residues of dried blood. The gripper was inspected under microscope and it was found flattened on the proximal section of it. In the middle of the gripper an area was noted that appeared to have burst. The distal section of the gripper was found without damage. The purge hole was not found obstructed or damage. The functional test could not perform due then conditions of the received unit. The damage present on the distal end of the delivery tube prevents pressurization of the unit; additionally, the coil was detached from the unit. It is likely that the distal area of the delivery tube was damaged as a result of not following the instructions for re-zipping. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported failure of the coil to detach could not be evaluated due to the returned condition of the device. The cause of the damages appear to have occurred during handling of the device since purging of the device would not have been possible in the presence of the damages observed on the returned device. Procedural and handling factors appear to have contributed to these damages. Although no definitive conclusion can be made regarding the root cause of the reported event, there is no indication of any device manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Event description:
During coil embolization for (ima) internal mammary artery, the orbit complex fill 7x21 coil (637cf0721) could not be detached at green zone. Attempt was made to detach the coil by alternative detachment for four times, but the coil could not be detached. The coil was removed from the patient and changed to other coil. The procedure was successfully completed without any patient injury. The information for the syringe was not provided or it was utilized with other products. Prior to the failure to detached, the syringe was taking past the green zone, position 3. A dedicated saline source was utilized to fill the syringe, and no damages were noticed on the syringe, or hub of the coil delivery system. After removal, no other damages were noticed on the delivery systems or coil (unraveled, stretched, kink, bend, fracture, separated, etc), and the coil remained attached to the delivery system. The vessel was not calcified and not tortuous. No information was provided about the patient.